Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver was overheating occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and it passed. The receiver failed to charge and reboot due to the receiver having no power. Receiver log download and functional testing were unable to be performed due to the receiver not turning on. The receiver case was opened for an internal visual inspection and it passed. Through troubleshooting, a defective u5 was found. The allegation was confirmed. The root cause was determined to be a defective receiver u5.